Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under responsive. Furthermore, moisture/corrosion was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. Corrosion was observed in the battery compartment. The complaint that all keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no defects were found. A leak test was performed and a battery compartment leak was found. The pump case was removed and corrosion was found on multiple internal components of the pump. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.